Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. The IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away due to a hemorrhagic brain bleed on (B)(6) 2023 secondary to a fall at home in their bathroom. It was unclear if the fall was mechanical or due to the patient's medical condition.